Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A technical support specialist dialed into the station and verified it was functioning normally. Successfully logged into the med application. Followed up with the customer for confirmation. No issues observed. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was struck on blue screen and become unresponsive. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.